Manufacturer narrative:
Correction (from newly received information). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarian section procedure, as the surgeon used the device, it sparked and burned the surgeon. Surgeon received a moderate burn and treatment was required.

Manufacturer narrative:
Investigation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product met specification as received. Visual inspection found no defects. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. Visual inspection found no damage to the e2516h. The device was plugged into a 40k ohm test box and activated in both the cut and coagulation mode with satisfactory results. The device plugged into a generator and activated normally. The device was hipot tested with satisfactory results indicating no electrical leakage. The investigation found the device to function normally and within specifications. The instruction for use states, confirm proper electrosurgical generator power setting before proceeding with surgery. Use the lowest power setting to achieve the desired surgical effect. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. No defects were visible to the product in the picture. The picture showed one device and a needle electrode in a bag. No defects were visible in the customer provided photo. The investigation found the device to function normally and within specifications. The IFU (instruction for use) states, confirm proper electrosurgical generator power setting before proceeding with surgery. Use the lowest power setting to achieve the desired surgical effect. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarian section procedure when the surgeon used the device, it sparked and burned the surgeon. Information regarding the severity of the burn and how it was treated have been requested but no further details have been provided. There was injury to the patient.